Manufacturer narrative:
Concomitant medical devices: w1dr01 ipg, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and no capture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.